Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an asystole episode was collected and the manufacturers technical services representative was asked to review the episode via the carelink transmission. The device remains in use. No patient complications have been reported as a result of this event.